Manufacturer narrative:
The optic was torn and broken with only one portion returned inside a baggie placed into a biohazard bag. The returned optic portion has viscoelastic present. The optic portion has multiple cracked areas of damage. The haptic of this optic portion was broken in the gusset area. The broken haptic portion was not returned. The other optic portion containing the other haptic was not returned for an evaluation. Photos were provided in the file that matched the returned product. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated a qualified cartridge, handpiece, and viscoelastic were used. The reported lens damage was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The company (1.50 cylinder) 25.0 diopter lens was removed and replaced with company (1.50 cylinder) 25.0 diopter lens. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. During lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed lens split into multiple pieces when being implanted in the eye. One part of the lens was into the eye, and the remaining of the lens was lodged in the company cartridge and disposed. The damaged lens was explanted without incident and a new lens was safely implanted during initial procedure. The procedure was completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).